Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that a partial lead connector portion was returned. Insulation degradation breaching the outer insulation was noted at multiple locations distal to the connector boot.

Event description:
This report is to advise of an event observed during analysis.